Event description:
It was reported that, "handle cracked at the base. No pt or surgery was delayed. Handle will no longer stay in the press.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.